Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that while transporting a patient from the ER to the CT room, the caregiver said the wireless signal kept dropping out at the central station (piic ix patient sector). The patient coded during transport, however the mp50 monitor alarmed for spo2 desat locally and the signal drop-out prevented the sector from alarming at the piic ix central station. Staff were aware of the patient condition and treated the patient. The patient was treated then transferred to ICU. No adverse impact was reported.

Manufacturer narrative:
The cable connecting the wireless pack to the mp50 was damaged and not functional causing no transmission of the information from the mp50 monitor over the wireless network. The cable was replaced and the monitor was tested and wireless communication was working on the network again.